Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced sustained hyperglycemia overnight, with cgm readings elevated for several hours before declining in the morning; the user did not change supplies or take an injection during the event, later measured blood glucose at 93 mg/dl, and subsequently reported trace ketones. Symptoms included hyperglycemia with trace ketonemia. Outcomes included self-management without third-party assistance or medical intervention. Investigation included customer care troubleshooting, review of device reports, and recommendation for additional user training, which was assigned. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the event was attributed to cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.